Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade iii.

Event description:
Patient reported right side deflation, device removal from textured to smooth due to the concerns of the product, deformity, and indentation. Healthcare professional reported malposition, capsular contracture baker grade iii, and concern with the product. The device has been explanted.